Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter and faradrive sheath were selected for use. At the end of the procedure, the physician moved the sheath and catheter back from the left atrium to the right atrium to do some ep pacing maneuvers in the right atrium. When finished with the case, with the sheath straight and the wire in the superior vein cava, the physician started to pull the wire back into the catheter (at the tip) and undeployed the catheter. The physician then tried to pull the catheter into the sheath, but this was unsuccessful. The physician then pushed the wire out more and the catheter could finally come back into the sheath. The procedure was completed with no patient complications. The farawave catheter and faradrive sheath are expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and a guidewire was inserted through the catheter with no issue. The catheter's array was also able to be deployed with no resistance. The reported event was not confirmed as the returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter and faradrive sheath were selected for use. At the end of the procedure, the physician moved the sheath and catheter back from the left atrium to the right atrium to do some ep pacing maneuvers in the right atrium. When finished with the case, with the sheath straight and the wire in the superior vein cava, the physician started to pull the wire back into the catheter (at the tip) and undeployed the catheter. The physician then tried to pull the catheter into the sheath, but this was unsuccessful. The physician then pushed the wire out more and the catheter could finally come back into the sheath. The procedure was completed with no patient complications. The procedure was completed with no patient complications. The product was returned for analysis.